Event description:
Caller advised that joystick gimbal is loosing range of motion. Caller also advised that joystick speeds up and slows down.

Manufacturer narrative:
(B)(4). Should additional information become available a supplemental record will be filed.